Manufacturer narrative:
A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The only metal contact of the neurostimulator are platinum-iridium electrodes, which typically hypoallergenic. The cause of the discomfort and fluid discharge could be related to the patient possibly having a metal allergy, but could also be due to general wound healing difficulties unrelated to product. The patient may have been a poor candidate for a trial; thus, he root-cause is attributed to user error-clinician.

Event description:
Patient reporting to have trial leads removed after the trial. The patient reported feeling itchy and discomfort. The implanting clinician noted fluid discharge at the site. The patient was prescribed antibiotics and was sent to complete a metal sensitivity test to confirm any allergies.